Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date at an undisclosed location and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and a mesh was implanted concurrently with laparoscopic supracervical hysterectomy, bso, sacrospinous suspension, anterior colporrhaphy, due to sui, total compartment vault collapse. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent transvaginal mesh revision and cystoscopy on (B)(6) 2007, due to incontinence. It was reported that patient underwent mesh removal on (B)(6) 2010, due to mesh erosion. It was reported that patient underwent cystoscopy with periurethral coaptite injection on (B)(6) 2011, due to incontinence with sphincter deficiency. No additional information was provided.